Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant because this lead would not fit into the port. The physician tried to advance this rv lead however it would only stop on the white boot and would not go any further. Hence, the distance was not enough to connect the lead properly into the port. The field representative stated that the physician also applied force to try to push this lead in but it was unsuccessful. A mineral oil was applied at the terminal pin but this did not work as well. This rv lead was never in service and it will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed given allegation and indicated that there were cuts in this right ventricular (rv) lead from the terminal pin and the insulation picks up again. The boot area was cut around the circumference, right near the proximal end of the boot area. There also were puncture holes noted in the insulation from the terminal pin. The rate sense expanded polytetrafluoroethylene(rs-ptfe) and the poly insulation were bunched up in several places. There was also evidence that the rv lead was twisted. Blood and body fluids was seen in the lumens and the helix housing. Analysis also showed that the helix was extended.